Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. The low battery alarm functioning properly. However, unexpected replace battery now and power loss alarm noted in the pump history due to connector resistance (electronic board 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. The insulin pump was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer advised they received the alarm for the second time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.